Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Further information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient reported failing to charge their ipg to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.